Event description:
Olympus was informed that during the endometrial polyp transcervical resection with local anesthesia the patient's both legs jumped twice as stimulated. After the procedure, because the patient felt a pain in the legs, the facility performed the color doppler ultrasonography of the leg vein and the electromyography (emg); however, the patient did not have any abnormality. The physician thought that the patient had possibilities of the burn, the physician prescribed a western-style medicine and a chinese-style medicine for the patient. After one month, because the patient still complained of the leg pain, the facility performed the emg again. However, the patient did not have any abnormality.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp (omsc) for evaluation; therefore, omsc could not evaluate the referenced device. Also no failure of the device was reported. When the adhesion is located near the surgical site or the electric discharge occurs at the electrode, it is generally known that the patient's muscle may be stimulated. Also, during the transcervical resection, it is generally known that the patient's leg may move by obturator-nerve-reflex. Furthermore, it is unknown whether the patient has actually suffered the burn or not; however, during the electrosurgical procedure, it is generally known that the burn may occur by the user handling. The ues-40 instruction manual states the notice for the handling of the device. Also, omsc checked the manufacturer history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.